Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006017 - the dentist reported that, 7 months after two dental implants were installed in intraoral regions #14 and #15, its non- osseointegration was observed. Thirty-five ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii and bone graft was performed.